Manufacturer narrative:
The devices involved in this event remain implanted in the patient; therefore, the devices will not be returned for evaluation. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2019 with the implant of an afx2 bifurcated stent graft and an afx vela infrarenal. It was reported on 23 april 2026 that there is a possible endoleak. Reintervention was completed on (B)(6) 2026. During reintervention it was confirmed that the possible endoleak was a type iiib endoleak. The initially implanted afx2 bifurcated stent graft was relined with a new afx2 bifurcated stent graft. The type iiib endoleak was resolved and patient is doing well.